Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.

Manufacturer narrative:
The patient had an additional revision surgery involving the same implant. The first revision surgery occurred in (B)(6) 2015 where an implant that may have been impinging on the neuroforamen was backed out a few millimeters. The patient's pain complaints did not resolve following that revision surgery. In (B)(6) 2015, the surgeon completely removed the previously adjusted implant. No other implants were added, adjusted or removed. No bone graft was used. The condition of the patient following the procedure is not yet known.

Event description:
In (B)(6) 2015, the patient underwent a left side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of radicular pain following the initial surgery. A CT scan revealed that the second implant was impinging on the neuroforamen. In (B)(6) 2015, the surgeon performed a revision surgery where he backed out the second implant a few millimeters to relieve the impingement. No other existing implants were adjusted or removed. The patient's post-op pain did not improve following the revision procedure so the surgeon placed the patient on steroid therapy since the implant in question was no longer impinging on the neuroforamen.